Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were less responsive. Customer stated that there was a crack at the casing and it was slower during rewind. Customer stated that motor made grinding noise and they had insulin flow block message. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for an alleged rewind anomaly/cosmetic damage on the insulin pump case/no delivery/occlusion alarm/stuck button alarm/drive/motor anomaly found on (B)(6) 2021. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All the buttons functioned properly. No unexpected no delivery/occlusion alarm, stuck button error alarm, motor error alarm or motor noise noted during testing. Thus software was utilized and downloaded trace/history files properly. No unexpected no delivery/occlusion alarm, stuck button error alarm, motor error alarm found in the insulin pump history file/trace on (B)(6) 2021 however, a stuck key alarm was found in the insulin pump history file/traces on (B)(6)2021 at 6:21 am with (line number 225; file number 6). Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, force sensor or keypad traces. The force sensor measurement was within specific range (21.9 mv). The motor was tested outside of the device on the stb3 and passed. The keypad connector was locked properly into place. Device passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Keypad unresponsive / button error alarm not confirmed. No delivery/occlusion alarm not confirmed. Rewind anomaly not confirmed. Drive/motor anomaly not confirmed. Cosmetic damage was confirmed at the back of the insulin pump case. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.